Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and was found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause in the dual camera interface board (dcib) could be attributed to the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted lung surgical procedure, customer informed the technical support engineer (tse) that a system error 319 occurred during startup, which was identified as a communication failure with the endoscope controller (ec) in the system. The customer had initially attempted to resolve the issue by restarting the system and checking all power and communication cables, but these efforts did not lead to any change. The tse guided the customer through additional troubleshooting steps, including checking all power and fiber cables on the back of the tower and performing a hard power cycle, but the error persisted. The procedure was aborted to another dv system with no reports of patient involvement.